Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a flexible ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the distal tip of the fiber broke inside the patient but was not detached. The tip was stripped and the procedure was completed with this device without issue. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of fiber broke.